Event description:
It was reported through our complaint system that the customer had been having problems with the instrument "for the last 3 weeks," citing a "used sensor and test failed" error message. We asked her to return the unit to us for eval and replaced her current unit. On (B)(4) 2013 we started the eval ending (B)(4) 2013. We logged in the following notes: upon visual inspection we noted a pin missing and severe corrosion on the remaining sensor pins. Based on in-house studies we have shown that these type of failures are indicative of customer misuse. We ran both levels of qc. The instrument returned acceptable values for level 1. The level 2 control displayed "low" on the screen indicating a lead level of < 3.3ug/dl. (Acceptable range 25.0 +/- 4 ug/dl). We ran the same level 2 preparation on 2 other instruments to confirm and those assays passed. After review of instrument logs there was no evidence that the customer had performed any qc, which is specifically called out in our labeling, package insert and user manual. Between (B)(6) 2013, 42 total errors, six results of which 3 "low" results were obtained. Up to the point of reviewing the logs, the customer reported issue was suggestive of instrument failure due to customer misuse over time. When the analyzer event logs were reviewed it was noted the customer had not been performing qc as required by MFR instructions. There were 3 "low" assay results recorded during the time indicated above, as well as 42 error messages. The customer did not notify (B)(4) product support for troubleshooting, as directed in the product labeling when first encountering the errors. After (B)(4) review and internal investigation of the customer complaint, product support faxed a letter to dr. (B)(6) on (B)(4) 2013 informing him that this lab had not been using the leadcare ii bloodlead testing system per MFR's instructions for use. The customer was advised to retest any pts since the time the instrument was generating errors. If a result is greater than 5.0 ug/dl then the pt is retested as per cdc guidelines. (B)(4) defines an adverse event as the instrument reporting a "low result - when the pt actually had a result > 5 ug/dl. (B)(4) diagnostics believes that this is an isolated incident, that was exacerbated by the customer not following both our labeling and clia protocols for qc, and general use instructions. If the customer had performed qc as instructed, and noted the failed qc, no pt testing would have commenced.

Manufacturer narrative:
Risk analysis: this lab performed (B)(4). This was determined from the instrument log files. According to data collected by the cdc, "in 2010, there were (B)(4) children identified with blood lead levels above 45 ug/dl out of 4.1 million tests. That translates to 1 per 11,391 tests." Based on this statistic there is a slight risk that any of the pts tested with leadcare ii during the time period in question may in fact be positive for blood lead. Nevertheless, in the interest of pt safety, (B)(4) recommends the retesting of all pts (6) between (B)(6) 2013. Initial calls with complaint manager stressed proper use and using qc controls. Letter from product support group to customer issued 07/24/2013; a letter from (B)(4)diagnostics quality assurance sent to the customer on 8/26/2013. It will advise that pts tested between (B)(6) 2013 (6) specifically to be retested. Attached: product support fax, qa letter, complaint case (B)(4) summary.